Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported noticing a leak at the bottom of the cycler while connecting himself to the cycler. The patient states that he completed the previous night's treatment and had removed the cassette and solution bags at the end of treatment. The patient cancelled the current treatment. The patient stated no punctures were found on the solution bags or the cassette. The patient was unable to track the fluid leak. The cycler will be replaced. Upon follow up with the patient's nurse it was noted that the patient is in stable health and completing treatments successfully on a new cycler. There was no patient injury, adverse event, or medical intervention due to this event.

Manufacturer narrative:
The additional information aware date for follow up 1 was initially entered incorrectly as: (B)(6) 2017. It has been corrected in the file to (B)(6) 2018, which is the end date of the product investigation.

Event description:
A peritoneal dialysis patient reported noticing a leak at the bottom of the cycler while connecting himself to the cycler. The patient states that he completed the previous night's treatment and had removed the cassette and solution bags at the end of treatment. The patient cancelled the current treatment. The patient stated no punctures were found on the solution bags or the cassette. The patient was unable to track the fluid leak. The cycler will be replaced. Upon follow up with the patient's nurse it was noted that the patient is in stable health and completing treatments successfully on a new cycler. There was no patient injury, adverse event, or medical intervention due to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported noticing a leak at the bottom of the cycler while connecting himself to the cycler. The patient states that he completed the previous night's treatment and had removed the cassette and solution bags at the end of treatment. The patient cancelled the current treatment. The patient stated no punctures were found on the solution bags or the cassette. The patient was unable to track the fluid leak. The cycler will be replaced. Upon follow up with the patient's nurse it was noted that the patient is in stable health and completing treatments successfully on a new cycler. There was no patient injury, adverse event, or medical intervention due to this event.